Event description:
Pt underwent revision of pacemaker due to atrial lead recall. Leads were laboriously dissected down to the venotomy site and the anchoring sleeve on the atrial lead removed. The atrial screw was then retracted and with gentle traction the lead was removed without problems. A new atrial lead was placed into position and tested without incident.